Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic) which were determined to be physiologic, but the device classified as potential noise. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.